Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support regarding a question on how to change their treatment in preparation for their surgery the following day on (B)(6) 2018. Upon follow up with the peritoneal dialysis nurse (pdrn), the patient went in for an outpatient hernia repair. The pdrn stated that the patient developed a hernia due to the weakening in the patient¿s peritoneal wall due to the extra fluid from peritoneal dialysis therapy. Per the pdrn, there was no issue with any fresenius product(s) or device(s) and that it was an expected outcome of the patient being on pd therapy. The patient has recovered and is continuing with peritoneal dialysis therapy without issue. Additional information regarding the event was requested, however was not available.

Manufacturer narrative:
Additional information: clinical investigation: the patient called technical support for assistance to change treatment in preparation for surgery. During follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn confirm the patient was scheduled for and had an outpatient hernia repair. According to the pdrn, the patient¿s hernia was the result of a weakening of the patient¿s peritoneal wall from extra peritoneal fluid from peritoneal dialysis therapy. The patient had recovered from the surgery and continued on peritoneal dialysis. The exchange regimen included a combination of 1.5%, 2.5% and 4.25% delflex solution. There was no device malfunction was alleged. Based on the available information, it is unlikely that the cycler contributed to the patient¿s hernia. However, there is a temporal relationship between continuous cycler peritoneal dialysis (ccpd) therapy with the cycler and the patient¿s hernia. Hernia is considered a complication of peritoneal dialysis and the pathophysiology is based on the concept of increased abdominal pressure (mechanical effect) affecting a weak abdominal wall (metabolic basis). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.